Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that shortly after the intra-aortic balloon (iab) was inserted, the console generated a fiber optic sensor failure message. The customer readjusted the iab several times and cannot clear the message. The doctor stated that force was required to insert the iab and advised this may have caused damage to the fiber optic sensor. The customer was able to connect the pressure cable and utilize the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.